Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a site/set/cart (luer lock leak) issue. The reporter stated that the patient had a blood glucose (bg) of 22mmol/l with large ketones, nausea, extreme drowsiness, polydipsia and symptoms of dehydration. The patient was treated with insulin via pump. Customer support (cs) completed troubleshooting and it was determined that there was a luer lock leak. There was no visible damage to the cartridge luer lock or ifs luer lock. This report is being made due to the bg excursion experienced due to an alleged site/set/cart issue.